Event description:
The customer reported via phone call that the insulin pump had failed and that the infusion sets would not insert into their body. The customer confirmed the issue did not result in a serious injury or hospitalization. The customer's blood glucose was 23 mmol/l. The customer had already reverted to manual injections. The customer also had a cold at the time of the high blood glucose. The customer was able to lower their blood glucose a couple of days later. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.